Event description:
It was reported that the 9400 system had a precharge error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries need to be replaced. Parts are no longer available for this system. A follow up report will be filed when add'l details become available.